Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent events on 22-apr-2024.the event occurred after 3 hours of insertion. The insertion site was at hip. The blood glucose level was between 300- 400 mg/dl at the time of event. He changed infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.